Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high pacing thresholds and abnormal impedance measurements. No pacing was delivered even at high outputs. The lead was repositioned several times and then the helix was no longer able to be extended. The lead was removed and another lead was implanted to complete the procedure. No adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high pacing thresholds and abnormal impedance measurements. No pacing was delivered even at high outputs. The lead was repositioned several times and then the helix was no longer able to be extended. The lead was removed and another lead was implanted to complete the procedure. No adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position and stretched-out. Visual inspection noted dried blood around the helix. The lead passed continuity and hipot testing which indicated that the conductors coils and inner insulation were intact. However, the lead failed stylet insertion testing due a blockage encountered 12 mm from the terminal end, likely due to a necked down inner coil. Due to this deformation, the helix could no longer be actuated. Analysis was able to replicate the helix extension/retraction difficulties and determined they were due to the helix becoming deformed during the attempted implant. Laboratory testing was unable to reproduce the reported clinical observations of high pacing thresholds and high impedance measurements.